Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed malfunction 57 and malfunction 90 (algorithm output range error) while the user was changing the cartridge and tubing, and the device required replacement after troubleshooting and education were completed. Symptoms included hyperglycemia with readings over 400 mg/dl that persisted overnight, without reported ketone testing, medical intervention, or additional assistance, and the user administered subcutaneous insulin by pen as backup therapy. Outcomes included temporary interruption of insulin delivery with consequential hyperglycemia that was self-managed at home. Investigation included customer service troubleshooting, review of alarm history, and coordination of device replacement with instructions for data sync and return. Investigation of this case revealed an unresolved pump alarm condition consistent with an algorithm output range error that occurred during a cartridge and tubing change, with the device deemed nonfunctional and replaced; the specific failed component within the pump could not be determined without further analysis. It was concluded, based on previously established findings for similar reports, that the cause was software issue.